Event description:
Acqsim-CT operated with preference of auto send on, to send images to voxelq. Customer is able to open study before complete study is transmitted to voxel. The dr. Marks treatment isocenter on the incomplete study and save data. Later, after transmission is complete, the patient study is opened and the market isocenter has shifted by the distance of additional area covered by complete scan.